Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this lead was positioned, but the lead parameters were not acceptable. After repeated testing, the measurements did not improve and the lead was removed from the patient. A new, passive fixation model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was discarded and will not be returned for analysis.